Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) male patient in respiratory arrest, the device would not power up. Complainant indicated that the clinician obtained an ac cord and plugged in the device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The malfunction was observed and attributed to a system interconnection cable that was not properly seated to a connector on the control board. The cable was reseated to correct the reported problem. The device successfully passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.